Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient had been experiencing low blood glucose (bg) ¿in the 40¿s¿ (mg/dl) for the past week. At the time of the call to animas, the patient had reportedly been off the pump for the past 2 hours due to low bgs. Customer technical support (cts) reviewed the pump with the reporter and no pump defects were found. The reporter denied any recent illness or changes in physical activity. The reporter noted that the patient plays sports, but stated that this is nothing out of the ordinary for the patient. The reporter stated that she had decreased the patient¿s basal rates over the past week to lower the amount of insulin the patient was receiving due to the low bgs. Cts advised the reporter that there was nothing noted to indicate a pump malfunction, and advised the reporter to contact the patient¿s healthcare provider to discuss the possible need for settings adjustments in relation to the low bgs. This complaint is being reported based on the allegation that the patient experienced hypoglycemia of unknown cause while using insulin pump therapy.